Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the pcb00 +17.0 diopter tecnis monofocal iol (intraocular lens) did not come out of the inserter after the second push of the plunger. There was patient contact with the cartridge tip and the lens. Another pcb00 lens was implanted. It was also noted that there was no patient injury and no incision enlargement. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 01/14/2019. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed that the intraocular lens (iol) was stuck in the cartridge. The plunger and pushrod were observed in advanced position. Residue of viscoelastic material was observed on the cartridge. No damage was observed on the cartridge. No assembly error and/or defect were observed in the preloaded device related to manufacturing process. The condition of the returned sample was consistent with a product that was handled and prepared for a surgical process. The customer's reported complaint was verified. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.